Event description:
The dealer states he is getting a 9 flash he checked the wires, and he got sparks from the battery harness and then the chair would not drive, the yellow and the red light is flashing.